Manufacturer narrative:
Additional information added to: e2, g2 for biomed as health professional. Update d8 for 3rd party servicer. The report of a syringe sensor sizer issue is confirmed based on the field action with the device having been returned and recall activity performed. The device was not returned for this file. A review of the device history record showed the device had a manufacture date of 02jan2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn 15443176 was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn 15443176 did confirm similar complaint with the same or related failure mode for this customer. H3 other text : product not returned.

Event description:
It was reported that the 8110 module failed barrel clamp calibration. There was no patient involvement.

Event description:
It was reported that the 8110 module failed barrel clamp calibration. There was no patient involvement.

Manufacturer narrative:
Device history: a review of the device history record showed the device had a manufacture date of 02jan2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaint with the same or related failure mode for this customer. The syringe sizer recall activity was performed for this issue on 08mar2021 within sap file (B)(4). The report of a syringe sensor sizer issue is confirmed based on the field action with the device having been returned and recall activity performed within sap recall file (B)(4). The device was not returned for this file. The device is used for treatment purposes. H3 other text : no product returned.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the 8110 module failed barrel clamp calibration. There was no patient involvement.